Event description:
(B) (6), head of theatre, reported in her letter that she noted during sterilization that the screwdriver is broken off at the tip.

Manufacturer narrative:
Additional info has been requested and, if received, will be provided on a supplemental report.